Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter was not sending the blood glucose over or the insulin pump was not reading it. Customer's blood glucose level was 500 mg/dl. She treated her blood glucose level. The device was not returned.